Event description:
A male pt called lifecor customer support to report that when he changed out his battery pack that morning, the monitor prompted him to "re-insert battery". He attempted to reinsert it several times with the same result. The pt also reported putting the other battery pack in with the same result. The pt reported the charger is "flashing red but is green too". The pt's battery packs and charger were replaced for eval.

Manufacturer narrative:
Device manufacture dates: battery pack - 11/2006. Battery pack - 11/2006. Battery charger - 10/2005. Device eval summary: device eval of battery charger and both battery packs have been completed. The reported problem was confirmed. Second battery pack was rec'd with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The first battery pack functioned normally. Battery charger functioned normally. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement charger and battery packs.